Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer experienced nausea and vomiting. The customer stated that the cannula was bent, but the insulin pump did not alert her. Troubleshooting was declined, and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window and scratched screen.